Manufacturer narrative:
Additional information was received that the physician believed that the pocket pain was not device related.

Event description:
A report was received that the patient was experiencing pain at the incision, leads and ipg site. The physician believed that the scs battery was placed too low causing irritation and pain when sitting. It was also noted that the battery presses on the nerve and patients right leg becomes numb. The patient will undergo a revision procedure wherein the ipg will be relocated.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8336-70, serial #: (B)(4), description: coveredge 32, 70cm 4x8 surgical lead.

Event description:
A report was received that the patient was experiencing pain at the incision, leads and ipg site. The physician believed that the scs battery was placed too low causing irritation and pain when sitting. It was also noted that the battery presses on the nerve and patient's right leg becomes numb. The patient will undergo a revision procedure wherein the ipg will be relocated.